Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having a problem with the insulin pump. They put a new reservoir but could not rewind all the way. They did it a couple of times and got it to rewind. The customer's blood glucose level was 146 mg/dl. The customer stated they were stuck in the rewind complete and bolus delivery loop. The customer was offered to replace the insulin pump and she agreed but the call was disconnected. The device will not return for analysis.